Event description:
A peritoneal dialysis (pd) nurse reported during a follow up call to investigate drain complications that a patient had been hospitalized for a blood clot in their arm on (B)(6) 2014. The patient was in the hospital for an evening and treated with blood thinning agents. The pd nurse reported the patient was having draining issues after the operation but did not miss any therapy. The patient was on aspirin and pd rn stated drain alarms had to do with his positioning. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.